Event description:
It was reported that the customer received a motor error alarm on the insulin pump during priming. The customer's blood glucose level was not known. The customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to motor error alarm. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.